Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report: the front panel found unresponsive. Calibration screen could not be accessed. The display has been replaced, and operator verification procedure (ovp) was performed. The device meets the specification.

Event description:
The customer reported the touchscreen of the vela ventilator are freezing, and they were unable to make changes to the patient settings. The customer reported the reported issue occurred during patient use. The reported device was removed from patient use, and the patient was placed on another ventilator. No patient harm noted by the customer. A field service was requested to evaluate the device.

Manufacturer narrative:
Failure analysis: received vela front panel assembly, diamondw/co2. Installed in known good unit. Inspected and found ¿liquid ingress¿ and powered up unit and complaint was not duplicated ¿could not access calibration screen, freezes up¿ complaint. No problem accessing the calibration screen. Additional findings: liquid ingress and a damaged inverter cable. Replaced with a good cable to test and complete the investigation. Findings/root-cause: the original reported complaint was not duplicated.